Event description:
Reporting status: death. Reporting rationale: death. Device issue: failure to advance. It was reported that during use of another co's rotablator, a perforation occurred. An attempt was made to place the graftmaster; however, it would not cross the lesion; causing a delay in the procedure. The physician continued to treat the perforation with the deployment of another co's stent; however, the pt expired. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: engineering reviewed the incident info. Since the device was not returned, it is not possible to investigate why the device was not able to cross. All samples passed the in-process controls during MFR of the devices. Based on the review of the device history records, the device was in working order and left abbott vascular instruments gmbh in rangendingen as per specs.